Event description:
The ge oec 9600 fluoroscopy system displayed over voltage fault and temperature sensor error codes.

Manufacturer narrative:
A ge oec service representative investigated the issue and removed and replaced the x-ray tube and darlington transmitters, the x-ray regulator pcb and the temperature sensor and temperature sensor cable. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.